Event description:
A report was received that the patient had blood clot in the right leg. The physician believed that the blood clot was not device related and was unknown if it was procedure related or not. The patient was prescribed xeralta and will continue to be monitored by the physician.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm.